Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please provide lot number: unk. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? We have not been reported. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.? We regularly contact with sale rep about the device returning.

Event description:
It was reported that a patient underwent a coronary artery bypass grafting procedure on (B)(6) 2024 and suture was used on the vascular anastomosis, during continuous suturing, the suture was broken during use. The operation time was extended within 30 minutes. There were no adverse consequences to the patient. Additional information was requested.